Event description:
A nurse reported that the equipment displayed a system messages during a vitrectomy procedure. Following a delay of greater than 15 minutes, the procedure was completed using a manual technique for the fluid/gas exchange. There was no harm to the patient. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).